Event description:
It was reported during a left sided ablation procedure the physician noted a piece of foreign material hanging from a reflexion spiral catheter upon inspection. The reflexion spiral catheter was placed in the left atrium through a sl1 introducer for mapping. After 3 hours of mapping, the catheter was being removed but difficulties were noted when trying to retract it into the sheath. The proximal lead on the catheter was hung up on the tip of the sheath. With manipulation it was removed. Upon inspection the physician noted the proximal electrode was deformed and a clear piece of material was hanging from the electrode area. The procedure was completed and there were no consequences to the patient. Additional information was requested but is unavailable.

Manufacturer narrative:
We were unable to evaluate the product involved in this incident since no components of the device were returned for analysis. A DHR could not be done, as the lot number was not provided. If the device is received or additional information becomes available a supplemental medwatch will be filed.